Event description:
The case started with a contralateral approach. There was difficulty getting around the horn. Once in, there were a few passes made and the device seemed to get caught in the stenosis. It appeared that the tip was hung up on the sheath. Most of the cutter did not come back into the sheath. The sheath appeared to buckle as the tip was being retracted. Upon removing the sheath/device/wire, the wire slipped off and they lost position. It appeared that the tip was with the sheath. The tip had split during this process. Under fluoroscopy, it appeared that the tip marker was left behind in the pt. It was confirmed that there was no distal emboli. There was no attempt to retrieve the marker. It was reported that the pt had been released from the hospital. There was a vascular consult scheduled, but co has been unable to get any further information. Several attempts have been made to contact the physician, to no avail.